Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device was explanted for an unknown reason. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our (B)(4) laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not pass returned product testing. Analsysis determined the reason that the device did not pass the testing was the result of induced damage sustained from going through high heat autoclave sterilization post explant.